Manufacturer narrative:
Additional information added to: medical products & therapy dates. Patient demographics requested, but not provided. No product will be returned. No investigation was performed. The customer complaint of syringe breaking from the syringe adapter set could not be confirmed due to the product not being returned for failure investigation. The customer provided two different photos of the syringe set-up and no issues were observed. The root cause was not identified as no product was returned.

Event description:
It was reported that the syringe broke from the syringe adapter set during two fentanyl syringe infusions via a pump module. The pump module continued to infuse without alarming for air-in-line after the break occurred. This file is for one event.

Manufacturer narrative:
Report resource: hospital operations manager. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the syringe broke from the syringe adapter set during two fentanyl syringe infusions via a pump module the pump module continued to infuse without alarming for air-in-line after the break occurred. This file is for one event.